Event description:
Attempted to morcellate, device worked then stopped. Lights on machine blinked then stopped again. Morcellator handed off field. New one opened. Case completed without further incident.